Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon evaluation of the patient data as displayed in the patient's remote monitoring website, it was identified that the cardiac resynchronization therapy defibrillator (crt-d) was having a pacing percentage of 340% on the left ventricular (lv) lead. A device analysis then showed that a single bit corruption in the counters have caused the high pacing percentage to be displayed. The analysis further discussed that the error observed is purely diagnostic and does not interfere with the normal device operation. After the counters were reset, this pacing percentage value will be recorded in the right hand column of the remote monitoring system, and the most recent counts would be correct as the report would have started its count since the last reset. This crt-d remains in service. No adverse patient effects were reported.